Event description:
The customer reported that when the operator started to run samples on the automate 800 sample processing system a loud noise from the centrifuge occurred and centrifuge occurred and centrifuge imbalance was activated. Subsequently, the centrifuge was opened, the lid o-ring was found broken and in the bottom of the centrifuge with two tubes broken. In addition, the new gasket which had been put on two weeks earlier was damaged and peeling off. The potential for safety hazard and biohazard exposure with the reported incident was present. It is unk if the material safety data sheet (msds) was reviewed, however, it is readily available. Initially it was unk whether the operator was injured during cleanup of the broken tubes; however, further info during the investigation revealed that no one was injured. There was no report of exposure to mucous membranes or open lesions. There was no death or injury associated to this event and does not impact pt treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc., urges its customers to comply with all national health and safety standard such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory unit. The field service engineer (fse) was dispatched. On inspection the fse found the lid seal o-ring in bottom of bucket which caused centrifuge imbalance and 2 samples to break. The gasket also appeared to be damaged. The centrifuge gasket and o-ring were replaced. In addition the fse drilled and secured centrifuge door switch bracket, setup and enrolled automated on pro service system. A new modification was implemented to the centrifuge gasket and the system was running within specifications. The original o-ring was discarded. Root cause is most likely attributed to parts replaced and adjustments made as indicated above. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.